Manufacturer narrative:
Block h6: imdrf device code a180104 captures the reportable event of foreign material present in the device. Block h10: investigation results the returned alliance inflation syringe was analyzed, and a visual evaluation found no damages to the syringe or any foreign material present. No other problems with the device were noted. With all the available information, boston scientific concludes the reported event of foreign material present in the device was not confirmed. After conducting a thorough investigation into the device, it was determined that no foreign material was found in the device. Therefore, the most probable root cause is no problem detected. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/product label.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was being prepared for use in a procedure on (B)(6) 2023. Upon opening the device package during preparation, a brown object was noted to be stuck in the luer lock part of the device. The customer noted that the sterile seals were intact and the packaging had no physical damage. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a180104 captures the reportable event of foreign material present in the device.

Event description:
It was reported to boston scientific corporation that an alliance inflation syringe was being prepared for use in a procedure on (B)(6) 2023. Upon opening the device package during preparation, a brown object was noted to be stuck in the luer lock part of the device. The customer noted that the sterile seals were intact and the packaging had no physical damage. The procedure was completed with another alliance inflation syringe. There were no patient complications reported as a result of this event.